Event description:
This was left-side cardiac lead removal procedure conducted in the operating to extract fractured leads [sjm durata 7000-60cm (rv-5yo); sjm active fix 7000-60cm (ra-6yo); guidant tined (abandoned lead) rv-15yo]. The pt was prepped with a arterial line, fluoroscopy in use and CT surgeon on standby. Each lead was cut and prepped with a lld-ez. The ra lead was manually extracted with ease. The md then began to extract the sjm ra lead with the 16f sls ii. Lasing was smooth to the distal tip of the lead. Laser was stopped and manual traction placed on the lld-ez until the lead "popped out". The md asked the team to watch the pt's arterial blood pressure and almost immediately the pressure declined. CT surgeon called, pericardiocentesis tray opened and emergently performed within 2 minutes but no blood was extracted. The surgeon arrived and had the pt's chest opened within 5 minutes of the pressure decline. A clot was removed and a rv perforation was discovered and attempted to close but with each suture another part of the ventricle would tear open. The surgeon then attempted a cardiac patch but noted the pt was actively going into dic. The pt unfortunately did not survive the surgery and expired in the operating room at 1625. There were no devices retained for return analysis. An internal lhr review was performed and revealed no issues or nonconformances with the lot.